Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2011, inratio: 5.1, re-test: 3.1. Date: (B)(6) 2011, inratio: 5.1, re-test: 2.8. Repeat tests were from different fingers, with a few minutes time between tests. Patient self tester is a paraplegic and daughter performs tests. Patient has very poor veins and it is very difficult to have blood drawn. Patient has bruising due to psoriasis. No bleeding.